Event description:
Home patient (hp) reported feeling abdominal pain while using the homechoice cycler for automated peritoneal dialysis therapy. According to hp, therapy parameters on the homechoice were modified to try to minimize pain, however, hp continued to have abdominal pain. Hp reports using the homechoice cycler with no pain unitl he recently has his catheter replaced. Follow-up with the hp's health care professional (hcp) reveals hp has contracted a catheter infection from staphlococcus aureus. Healthcare professional reports hp previously has a catheter replaced as result of staphlococcus aureus and this is the hp's second catheter. Hp started antibiotic therapy 7/26/99 with vancomycin, however, health care professional is uncertain at this time what treatment will be used to resolve infection. According to health care professional, she suspects hp may be a carrier of s. Aureus. Health care professional does not attribute infection to the homechoice cycler and does not feel any device failure or malfunction occurred.